Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-product analysis:the device was returned and evaluated by product analysis on 03/16/2015 with the following findings:review of the pump¿s black box revealed no related alarms. Three battery compartment cracks were observed. The battery cap threads were damaged and the cap was unable to secure properly to the pump; a power loss was experienced. A test battery cap was able to secure properly to the pump and was used for further investigation. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm with the test cap. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.